Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded device on the outside of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 devices removed, one device found embedded on outside of uterus 3 years later". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), inflammation ("chronic inflammation"), abdominal distension ("bloating"), sensory loss ("loss of sensation"), frustration tolerance decreased ("frustrating"), pelvic pain ("pain") and dyspareunia ("sex is not the same for me"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, abdominal pain lower, abdominal distension, sensory loss, frustration tolerance decreased and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, embedded device, frustration tolerance decreased, inflammation, pelvic pain and sensory loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-embedded device, abdominal pain lower, inflammation, abdominal distension, device use issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- loss of sensation, frustrating, pain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded device on the outside of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 devices removed, one device found embedded on outside of uterus 3 years later". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), inflammation ("chronic inflamation"), abdominal distension ("bloating"), sensory loss ("loss of sensation"), frustration tolerance decreased ("fruasating"), pelvic pain ("pain") and dyspareunia ("sex is not the same for me"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, abdominal pain lower, abdominal distension, sensory loss, frustration tolerance decreased and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, embedded device, frustration tolerance decreased, inflammation, pelvic pain and sensory loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-embedded device, abdominal pain lower, inflammation, abdominal distension, device use issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this case should be mark for deletion, due to potential duplicate of case no (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded device on the outside of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 devices removed, one device found embedded on outside of uterus 3 years later". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), inflammation ("chronic inflammation"), abdominal distension ("bloating"), sensory loss ("loss of sensation"), frustration tolerance decreased ("frustrating") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, abdominal pain lower, abdominal distension, sensory loss and frustration tolerance decreased outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, embedded device, frustration tolerance decreased, inflammation, pelvic pain and sensory loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-embedded device, abdominal pain lower, inflammation, abdominal distension, device use issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- loss of sensation, frustrating, pain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.